Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The cartridge compartment and cap were alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 27-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during investigation, a visual inspection of the pump confirmed that the cartridge compartment was damaged. There was no damage to the cartridge cap and the cap was able to attach to the pump. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.